Event description:
It was reported to philips that when attempting to trigger fluoroscopy via the footswitch, the system gave an alert indicating that fluoroscopy failed, preventing x-rays. The user performed a reboot, which delayed the treatment for 10 minutes. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, during fistula gram and iliac aneurysm procedures were performed when the issue happened. The procedure was 20-minute delay, and which was completed after restart of the system. Philips field service engineer (fse) visited onsite and confirmed the reported problem. To resolve the issue fse rebooted the system. The issue re occurred again, fse replaced the point unit and tested the system operation, which was found to be satisfactory. After some repair, the system was confirmed to be operating normally.at the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable.the codes were updated based on the investigation outcome.